Event description:
Per the clinic, the patient underwent a surgical procedure to remove skin overgrowth from the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.